Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4403 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported PICC puncture was performed. At the end of the introduction of the catheter, when breaking the introducer with great resistance, observing rupture of the catheter together with the introducer.